Event description:
The patient reported that the pump will not power on after she was pushed at school and the pump hit the ground. She confirmed that there is no visible structural damage to the battery compartment or the battery cap, and that there is no visible corrosion in the battery compartment. The issue remained unresolved with a battery change. The patient stated that she switched to a back up insulin delivery plan.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no power issues were observed in the pump black box. No activity outside of normal use was observed in the black box or download history. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The battery cap was tested and no contact defects were observed. The pump powered on but the display remained blank. The pump was opened and the display was found to be cracked. A test display was inserted and the pump was exercised for 24 hours without alarms or power issues. No damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.